Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood in the inflation lumen. Inspection under magnification revealed a longitudinal tear in the balloon material 16mm on the distal end of the balloon. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 6f non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, an 8x30 non-bsc stent deployed to treat the lesion. Subsequently, a 7.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for postdilation. However, upon the first inflation, the balloon ruptured at 12 atmospheres after a duration of 10 seconds. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 6f non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, an 8x30 non-bsc stent deployed to treat the lesion. Subsequently, a 7.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for postdilation. However, upon the first inflation, the balloon ruptured at 12 atmospheres after a duration of 10 seconds. The procedure was completed with this device. No patient complications were reported and the patient's status was good.